Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A global receiver functional test was performed and the transmitter passed. The receiver data log was downloaded and no log errors were found related to the incident, but inaccurate cgm values were verified during the log review. The reported inaccuracy was confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.